Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Questions were sent to the author of the article. Author responded that no further information is available. The article concluded that the use of the nellix endoprosthesis combined with chimney grafts is technically feasible. Associated file: 3011175548-2017-00079 .

Event description:
Received an article titled: endovascular aneurysm sealing for juxtarenal aneurysm using the nellix device and chimney covered stents published in the journal of endovascular therapy. Objective: to look at the nellix endoprosthesis in as a solution to the limitations of conventional evar, specifically, migration and endoleaks. Two case studies who were unsuitable for open surgery as well as fenestrated stent-graft. They were both treated with chimney grafts and nellix endoprosthesis. Per the article, procedural complications including one (B)(6) yo male with a complex cardiac history, including mi, afib, and av node re-entry tachycardia. The patient developed a right sided retroperitoneal hematoma with extravasation near the lower pole of the right kidney. Embolization was performed and transfusion. The patient later became hemodynamically unstable with respiratory insufficiency. He expired from respiratory failure due to a pulmonary infection.